Event description:
This is being reported as a patient safety concern. The disposable single use laryngoscope did not work properly and requiring for staff to open a second scope during a code and intubation. Staff is reporting that the light does not work. Staff is reporting this happens often.